Event description:
It was reported that the patient¿s daughter called for assistance dismissing a high glucose alarm while the patient was off the ilet following recent surgery, with a reported blood glucose of 344 mg/dl and concurrent use of subcutaneous insulin pens. She stated the healthcare provider advised to expect elevated glucose. Symptoms included hyperglycemia. Outcomes included no hospitalization. Investigation included customer support troubleshooting and education regarding alarm dismissal and use while off therapy. Investigation of this case revealed no device malfunction reported or confirmed, and the event occurred while the device was not in use. It was concluded, based on previously established findings for similar reports, that the cause was unclear given the device was not active and the patient was recovering from surgery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.